Event description:
It was reported that bd¿ needles had black particles on the needle.

Manufacturer narrative:
Investigation summary: DHR- all the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. Needles were packed in machine 2104 (july 26-28th, 2018) during which 52 visual inspections were carried out with zero defect noted. Pic confirm the defect. Bd has been provided with 72 samples of lot 180718 and 1 affected (cavity 6). Sample was sent to flks to characterize. However, ftir analysis was not possible to perform, indicating that the materials are metallic nature. Sem/dex analysis was completed resulting it is mainly composed of aluminum with small amount of iron. Conclusion(s): based on the results, the reported issue could be related to worn equipment of needle feeder and improper cleaning program.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ needles had black particles on the needle.